Event description:
Boston scientific received information that this product was part of a system revision due to systemic infection. The patient was also admitted due to symptoms of confusion, shortness of breath, coughs and was observed to be shaking. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.